Event description:
It was reported that pump malfunction occurred with malfunction alarm displayed and no notable events happened before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.